Manufacturer narrative:
Review of cloud data from the user found that a pod with the sequence number reported was used between 19:56 on 02dec2025 and 23:12 on 03dec2025. Data from this period was downloaded and reviewed. Review of the patient history buffer (phb) data found that this pod was used only in automated mode and the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. Review of the cloud data showed that all alerts, reminders, and notifications were correctly generated as conditions were met, including multiple urgent low glucose alerts as estimated glucose values decreased to and below 55 mg/dl. The cloud data showed evidence that all bolus records captured in the cloud came from boluses that were actively and successfully delivered as the total pulses delivered count tracked by the pod incremented correctly based on the total bolus volume for each bolus as each bolus was delivered. No evidence of issues with insulin delivery or of any other issues with the system was observed in the available cloud data.

Event description:
It was reported that the patient had visited the emergency room at (B)(6) hospital with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 303 mg/dl while wearing the pod between 25 and 36 hours. Symptoms reported include the patient vomiting and being thirsty. The patient was treated with 500 ml of sterofundin intravenous fluid and a new pod was applied. The patient was discharged the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.